Event description:
Pt complained of problems with her silicone gel implants. Pt underwent surgical removal and replacement of bilateral breast implants. Upon examination, surgeon described "silicone gel implants which had dacron patches on back which invaded into the skeletal muscle. Dacron patches adhering to overlying breast tissue. Leaking silicone gel." Pathologist report noted irregular defect which exudes gel in right and left implants.